Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited externalized conductors under fluoroscopy during an elective device replacement procedure. The lead was capped and replaced. There were no adverse consequences to the patient.